Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 2ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on both sides of the inflation tubing on the tab. The operations quality engineer (qe) was notified, and a nonconformance report (nc) was initiated for this issue. The nonconformance report (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Initial reporter occupation: cath lab supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 had a pinhole in the balloon. The staff placed this band on the patient and noticed immediately that it was not holding air. They removed the band and held pressure to place a second tr band on the patient. No hematoma occurred. They then proceeded to clean the band off and inflated again and that is when they noticed the pinhole. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 25 may 2023: the amount of mls of air placed in the band was unknown. The air started leaking immediately upon application. The band was not manipulated in any way. The device was stored on a shelf in the supply room.